Manufacturer narrative:
The product was received, but the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
The limited information provided for this report indicated that during a coil embolization procedure, the orbit rdfl complex fill coil broke.